Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed high out-of-range pacing lead impedance and high threshold measurements that were detected via the patient¿s remote monitoring system. The physician will bring the patient into the clinic. Attempts to obtain additional information were unsuccessful. The ICD continues to remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the device was explanted, as it had a product performance issue 5 years ago. No additional adverse patient effects were reported.